Event description:
The manufacturer received information the hospital mechanical engineer (me) alleging the ac power cord is not working properly for a trilogy evo o2 device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The manufacturer's service technician confirmed the ac power indicator remained off even after replacing the ac power cord on the device. The manufacturer's service technician replaced the power supply to address the issue. The manufacturer's service technician proactively replaced the ac harness assembly and power supply system printed circuit assembly cable for this device. Additional findings not related to the malfunction/issue the manufacturer's service technician proactively replaced the air inlet foam filter and particle filter. After all parts were replaced on the device, the manufacturer's service technician performed the final and run-in tests, along with the batter and valve checks. The manufacturer's service technician determined the device was operating properly and cleaned it.